Event description:
The surgeon implanted a cc4204a collamer single piece lens and reported hyperopic shift. Additional information has been requested but not yet obtained. If additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) evaluation codes conclusion (unable to confirm): based on the information provided , we were unable to determine a specific root cause of the event. (B)(4). Lens remains implanted.

Manufacturer narrative:
Per medical review - some of the more common reasons that refractive surprises occur after surgery include errors in biometry, and capsular contraction resulting in change in effective lens position. Following cataract surgery, extreme capsular contraction may cause an unexpected shift of the lens posteriorly, with resulting hyperopia. The surgeon concluded that the shift was due to fibronectin formation, and it may have resolved without sequelae, but there is no record to that effect. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).